Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. On 16-jul-2015, an fse visited the customer to address the reported event. During servicing, the fse replaced the I-5 line and purged all air in the system. The fse also lubricated the sample needle z-axis guide and verified alignment. The fse ran quality control (qc) without any issues. The instrument was verified as operational. There was no further action required by fse. The most probable cause of the reported event was a clog in the I-5 line.

Event description:
On (B)(6) 2015, a customer reported high pressure after changing the filter with their g8 analyzer. Technical support advised the customer to remove the filter and the filter holder and measure the pressure separately but the pressure continued to increase. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting hga1c patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.